Event description:
I had lasik surgery at (B)(6) sometime during the spring of 2005. I never had complications until 2017 when I began to see a serious amount of floaters. At first I thought that was having corneal issues, but after consulting with a retina specialist (B)(6) 2019, I had about five latices on each eye, with a horseshoe tear on the left. I had emergency surgery for the horseshoe tear, my dr believes there is a correlation between the lasik and these eye complications. My family history does not include anyone with vision problems. FDA safety report ID# (B)(4).